Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was 126 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the pump. Customer states they received pump error alarm during rewind process. Customer states the leak occurred at the bottom of the reservoir. Customer states there was fluid in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.